Event description:
It was reported to boston scientific corporation that a 105cm endovive two port through the peg jejunal feeding tube was placed in (B) (6) 2009 for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. According to the complainant, post procedure on (B) (6) 2010, the jejunal tube became kinked and occluded. The device was replaced with a new 105cm endovive two port through the peg jejunal feeding tube. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4). Exchange of jejunal tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).